Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned screw was visually inspected under magnification and tested in a plate. Under magnification, it was noted the returned 2.7mm x 14mm locking low profile hexalobe screw had missing anodization. The screw had one thread that was damaged which could have been from insertion during surgery. The screw was tested in a laboratory aculoc 2 vdr, narrow plate( part number 70-0382). The screw was able to slightly insert into the shaft holes but would not fully seat. This is most likely due to the aforementioned damage to the locking thread. Damage to the locking threads is likely due to misalignment when inserting into the plate hole or cross threading into the hole; however, based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, when inserting the locking cortical screw, the locking cortical screw didn't fully seat into the plate, and a piece of metal emerged from the screw. There were no reported adverse consequences to the patient, and the procedure was not prolonged. This report is related to report number 3025141-2023-00101 for the plate involved in this event.